Event description:
The external pulse generator was returned to the company service department with no information and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the liquid crystal display (lcd) and the encoder flex tested out of specification. It was also noted that the upper and lower cases and the one side bail cover were broken.